Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The returned irrotational cable and handle have slight discoloration and a bend is present at the distal end of the shrink tube. Solder is present on the distal end of the cable. The length of the returned handle and cable is 185.2 cm. The device was returned with the detached metal tip. The metal tip had solder on the proximal end and measured at approximately 0.2115 in. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is the most likely cause for the reported observation. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." The instructions for use contains the following warning "this device is not intended for dilation, as this could result in pancreatitis, perforation, or tissue inflammation." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that this device was used for dilation in the pancreatic duct, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
The investigation is currently in progress. A follow-up emdr will be sent following the completion of the investigation.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a soehendra stent retriever. The threaded end of the device was detached while trying to dilate a severe pancreatic duct stricture. The detached section (tip) was removed from the body with using forceps. Another soehendra stent retriever (ssr-7) was used. A section of the device initially detached in the patient, but did not remain inside the patient¿s body. The patient required retrieval of the detached tip which was achieved successfully using forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.